Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display. No solid white display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display after it was dropped. Blood glucose level at the time of the incident was 126 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.